Event description:
On 7/10/98, arrived at a nursing home to find a 93 year old female in cardiac arrest. Cardiopulmonary resuscitation was in progress. Crew attached the electrode pads and got a shock advised. They cleared personnel then got a shock not advised. They resumed cardiopulmonary resuscitation on the unit's recommendation (resume cardiopulmonary resuscitation). The unit then prompted "apply pads" and then the unit displayed a screen announcement that the unit was inoperable and the hour glass turned to a red "x". The fire dept arrived at this time and look over pt care by attaching their electrodes. The pt was pronounced at the scene.